Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The pulse generator and two leads were explanted due to the infection. The infection was not in the pocket and there was no issue with the pacing system. Patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.